Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood.